Event description:
Related manufacturer reference number: (B)(4). It was reported that a patient presented with myopotentials over-sensing noted on two of the patient's leads. No intervention was reported and the patient was stable throughout.